Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and was unable to perform an investigation on the complaint due to missing sensor pod and sensor wire. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.